Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided event date unknown / not provided brand name unknown / not provided catalog and lot number unknown / not provided UDI number unknown / not provided concomitant medical products:¿ xiitp4310; batch no. 2018101770. Therapy date unknown / not provided. Post office/zip code: 200051. PMA/510(k) number not available. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw on implant #46 became loose multiple times.

Manufacturer narrative:
This report is being submitted to relay additional information data. Based on additional information received, the initial report 0001038806-2022-01396 is no longer a reportable event. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Upon follow up, the distributor confirmed that the doctor tightened the screw each time when it loosened. Based on this additional information, this malfunction event is solely a result of the user using the product in an off label manner as the screw is a single use device and should not be retightened. There was no reported delay to the procedure or patient injury associated with this event. Therefore, this reported malfunction is no longer a reportable event.